Manufacturer narrative:
A representative device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. At an unspecified time, the option-lok male adapter of the extension set was connected to the female adapter of the pt's IV catheter and the connection was reported to be secure. After an unspecified length of time, the male adapter of an unspecified syringe was connected to the clave port of the extension set for syringe delivery of 22mci of tc99m sestamibi. It was reported that after the solution was delivered, the physician disconnected the syringe from the clave port and flushed the clave port with an unspecified concentration of saline. At this an unspecified concentration of saline. At this time, it was reported that the physician noted that the gauze and bed were wet. The customer contact reported that the option-lok spin collar was noted to be slightly loose but seemed to be engaged by threads. At this time, it was noted that several mls of saline/radioactive solution leaked onto the treadmill, the floor, staff clothing and shoes. The customer contact reported that it was confirmed that no nuclear tracer was delivered to the pt. It was reported that the pt's stay was extended approximately 1.5 hours to repeat the procedure. It was reported that the room was closed for 2 days until cleared by nuclear medicine. There were no reported adverse effects to the pt or to any healthcare provider. There was no reported delay of therapy critical to this pt. No medical interventions were required. During visual examination at the user facility, the customer contact reported that it was easy for the twist lock to become loose with minimal effort and that there is little room to connect the tubing to the catheter, it only goes to the first threading. No additional info was provided.